Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained using ipsilateral approach. The target lesion was located in the heavily calcified left iliac artery. A 10.0x40x75cm express® ld iliac / biliary stent was advanced but failed to pass through the occlusion since the device got caught in the plaque. When the device was removed, it was noted that the very distal segment of the stent struts were frayed. The procedure was completed with a smaller express ld stent. No patient complications were reported and the patient was not harmed.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. It was noted that the expanded stent had moved 9mm distally on the device. This type of damage is consistent with the application of excessive force to the system. No issues were noted with the balloon. A visual inspection of the stent and the balloon identified no issues that may have contributed to this complaint. A visual and tactile examination of the catheter identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained using ipsilateral approach. The target lesion was located in the heavily calcified left iliac artery. A 10.0x40x75cm express® ld iliac / biliary stent was advanced but failed to pass through the occlusion since the device got caught in the plaque. When the device was removed, it was noted that the very distal segment of the stent struts were frayed. The procedure was completed with a smaller express ld stent. No patient complications were reported and the patient was not harmed.